Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Diabetes educator reported pt was hospitalized overnight due to insulin not being delivered correctly by the infusion device. Pt had elevated blood glucose of 19.3 mmol/l (347.4 mg/dl), a ketone level of 3.95, and was treated with an insulin and saline IV. Infusion device was replaced and requested for evaluation. No additional info was provided.